Event description:
The customer reported that the device overheated during testing at the user facility.  There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event of heat was not duplicated by the service technician during the functional evaluation. Upon disassembly, the technician observed no failures that would lead to heat. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
The customer reported that the device overheated during testing at the user facility.  There was no patient impact, no delay, no medical intervention, and no adverse consequences.